Manufacturer narrative:
An outside of united states (ous) customer reported observation of alpha-fetoprotein (afp) results which were discordant relative to repeat testing. Quality controls (qc) were within ranges on the event date. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens is evaluating the event.

Event description:
The customer reports observation of alpha fetoprotein (afp) results which were discordant relative to repeat testing when using lot# 284. Initial discordant results were obtained for nine patient samples. The initial results were reported to the physician(s), who did not question the results. The same samples were repeated on an alternate atellica im analyzer and obtained correct results. However, corrected reports were issued for only these four samples (sids (B)(6)) to the physician(s) based on repeat testing. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
MDR 1219913-2025-00017 was initially filed on 13-jan-2025. Additional information (11-mar-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported observation of depressed alpha-fetoprotein (afp) results, which were discordant relative to repeat testing. Siemens evaluated the instrument data, and the information provided by the customer. Based on the review of quality controls (qc) and calibration, the issue did not appear to be related to a specific calibration. Reagent issues were ruled out based on the review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. The return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. Based on the available information, a specific cause for the discordant results was unable to be determined. A product problem has not been identified. The issue was resolved by routine troubleshooting. The customer is operational, and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.